Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al2649 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did issue occur during use? Any adverse patient consequences and how were they managed? Please provide correct lot numbers. Is product available for return? Please provide device return status.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2019 and suture was used. When closing skin, the suture frayed. There were no adverse patient consequences reported.